Event description:
Event description cpi received information at an attemped implant this transvenous defibrillating lead (0125) during electrical testing identified a problem with the rate sensing/pace portion of the lead. The physician was unable to get a 'r' wave measurement and pacing output. The lead impedance was found to measure 'open circuit'.